Event description:
Two balloons developed leaks on the first inflation during a femoral/popliteal angioplasty of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The devices were rec'd, evaluated and retained by this MFR. The engineering eval revealed leaks in both balloons. Scratches were noted on the balloon surfaces. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. These devices displayed characteristics consistent with contact with a sharp external source, scratches on the balloon material. Co's follow up also indicated these devices were used in a calicifed lesion. Co believes these factors contributed to this event and does not attribute it to the devices. Co's directions for use state: "due to extremely thin wall thickness of the wing (balloon, this device should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove".